Event description:
The patient did not report signs of withdrawal. It was noted "he was tight". The catheter was occluded.

Event description:
It was reported that the pump was replaced as it had reached eol/eos (end of life/end of service). During surgery when the neurosurgeon disconnected the catheter from the pump there was no retrograde flow of csf (cerebrospinal fluid) from the pump catheter connection site. The surgeon decided to make an incision at the spine and cut the catheter at that juncture however received no retrograde flow of csf from the spinal segment. The surgeon decided to replace the entire catheter. Patient was noted to have been asymptomatic, had no signs/symptoms of withdrawal. Per patient's family and clinic patient had been receiving efficacious therapy. Drug delivered via the device was gablofen 2000mcg/ml at daily rate of 642 mcg/day. Following surgery, the appropriate priming of the internal pump tubing and catheter length were programmed; the managing physician restarted infusion rate post operatively at 96 mcg/day. Patient was admitted to the hospital post-surgically for 3 days for evaluation to see how patient was going to respond to new catheter and changed infusion rate. It was later reported that the patient was discharged on (B)(6) 2012 with good therapeutic effect. His infusion rate was titrated up to 200 mcg/day.

Manufacturer narrative:
Catheter model: 8598, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6); catheter model: 8596, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6). (B)(4): analysis of the returned catheter model: 8598, distal segment revealed no anomalies; the dispensing holes were inspected and found to be clean. No occlusions were noted. Catheter model: 8596 was returned in segments, incomplete. No anomalies were seen with the returned; acceptable catheter testing.

Manufacturer narrative:
(B)(4).